Event description:
It was reported that bd nexiva single port leaked the following information was provided by the initial reporter, translated from chinese to english: the nexiva 18g indwelling needle was punctured for high-pressure angiography and blood leakage was found to be in the indwelling needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results (updated since last submission due to physical sample received): the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One photograph and one 18g nexiva IV catheter were provided for investigation. From the physical sample, it was determined that fluid leaked at the septum due to misalignment. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photo showed a used 18g nexiva IV catheter inside the unit package. A functional test could not be completed without the physical sample. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Additional information: q: please clarify if the reported leak occurred outside of the enclosed catheter system. Customer answer: no.